Event description:
It was reported that this pacemaker and the right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar due to an increase in rv lead impedance. There was also a loss of capture on the presenting electrogram (egm). This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. It was reported that this pacemaker and the rv lead exhibited a high in range pacing impedance measurement of 1954 ohms in bipolar configuration. After the lss, the pacing impedance was 381 ohms in unipolar. The cause of the lead impedance was undetermined at this time, and loss of capture was not confirmed. The field representative reported device replacement would be performed at a later date.

Manufacturer narrative:
Additional information added to b5. H6 updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar due to an increase in rv lead impedance. There was also a loss of capture on the presenting electrogram (egm). This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar due to an increase in rv lead impedance. There was also a loss of capture on the presenting electrogram (egm). This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. It was reported that this pacemaker and the rv lead exhibited a high in range pacing impedance measurement of 1954 ohms in bipolar configuration. After the lss, the pacing impedance was 381 ohms in unipolar. The cause of the lead impedance was undetermined at this time, and loss of capture was not confirmed. The field representative reported device replacement would be performed at a later date. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was explanted but was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected, based on lack of objective evidence of a device defect/malfunction and passing product record reviews.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar due to an increase in rv lead impedance. There was also a loss of capture on the presenting electrogram (egm). This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. It was reported that this pacemaker and the rv lead exhibited a high in range pacing impedance measurement of 1954 ohms in bipolar configuration. After the lss, the pacing impedance was 381 ohms in unipolar. The cause of the lead impedance was undetermined at this time, and loss of capture was not confirmed. The field representative reported device replacement would be performed at a later date. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. D6b, f10 and h6 updated.